Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as noncompliance and not maintaining hygiene as they were reusing the bags and caps. On the same day, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram, once in three days), ip fortum (1 gram, once a day) and ip amikacin (125 milligram, once a day) for the event of peritonitis. Dianeal therapy was ongoing. At the time of this report, treatment with antibiotics was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.